Event description:
It was reported by service report that the foot end of the bed would not go all the way down. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: power coil cord.